Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an audible alert occurred without a visual alert on the display. The user noticed a dent on the ultrasonic level transducer. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were adverse consequence to the pt as a result of this event.